Event description:
Information received indicates the head section will not lower to the flat position

Manufacturer narrative:
The technician found oil leaking from the gas springs. He replaced both gas spring assemblies to repair the stretcher.